Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. An imager ii 5 .035" 1050 psi 100 cm catheter, delivery wire and coil were returned for this complaint. The coil was found within the imager ii 5 .035" 1050 psi 100 cm catheter. The coil and delivery wire arms were not interlocked since the introducer sheath was not returned. Residues of blood were noted in the hub of the imager ii 5 .035" 1050 psi 100 cm catheter. The coil fiber bundles had blood on them. The coil was advanced with friction from the imager ii 5 .035" 1050 psi 100 cm catheter caused by the dried blood observed. The delivery wire was inspected and no anomalies were noted. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The delivery wire dimensions were inspected and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates the use of continuous flush, however intermittent flush was applied. (B)(4).

Event description:
Reportable based on device analysis completed on 12-feb-2018. It was reported that coil became stuck in the catheter and was stretched. The target lesion was located in the splenic artery. A 20mm x 40cm interlock¿-35 was selected for use. During procedure, after a successful deployment of the first coil, the second coil was deployed within a non bsc catheter while advancing towards the patient's body. In addition, the coil was noted to be stretched upon removal. The catheter was then replaced with an imager ii catheter and the third coil was used; however, the same issue occurred while attempting to deploy. Subsequently, a fourth coil was attempted to be deployed; however, the coil detached while being advanced to the imager ii catheter. The coil was then removed from the patient's body with the imager ii catheter and the procedure was completed with another of the same coil and catheter. The coil was disposed as medical waste and it was confirmed that it was not left inside the patient. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the interlocking arm became detached from the rest of the coil.